Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart mrx defibrillator indicating that the device batteries were exhausted. The device was evaluated remotely. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause of the reported problem was defective batteries. As the device is eol (end of life), no repair work was performed by philips. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the batteries were exhausted and needed to be replaced. No patient involvement reported at this time.